Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the problem was intermittent and user stopped using this device and transferred patient to another device to finish the procedure. It was reported to philips that the system was not able to perform x-ray. The philips field service engineer (fse) called customer to retrieve additional information of the reported event, but the customer had asked third party service provider to repair the device, so the details of solution was not revealed to philips and no repair service was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible.the issue was found during clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the problem was intermittent and user stopped using this device and transferred patient to another device to finish the procedure. It was reported to philips that the system was not able to perform x-ray. The philips field service engineer (fse) called customer to retrieve additional information of the reported event, but the customer had asked third party service provider to repair the device, so the details of solution was not revealed to philips and no repair service was performed by philips. The codes were updated based on the investigation outcome. The manufacture date, serial number, product UDI, reporting institution name and the reporting address city have been updated.